Manufacturer narrative:
Biomarc tissue marker is a sterile, single patient use, pyrolytic carbon coated zirconium oxide discrete marker that is visible on standard radiographs (x-ray, mammography, fluoroscopy, kv, and CT) as well as ultrasound, and magnetic resonance imaging (MRI). Biomarc tissue marker is placed into soft tissue during open, percutaneous, or endoscopic procedures to radiographically mark a surgical location. Biomarc tissue marker is supplied pre-loaded in a delivery device. Biomarc tissue marker is indicated for use to radiographically mark soft tissue at the surgical site during a surgical procedure or for future procedures. There are no known contraindications for biomarc tissue markers. In all cases, the biomarc tissue marker is used in conjunction with a biopsy needle and other accessories to complete the biopsy procedure. No testing on the specific device has been conducted as the device was not returned for evaluation. A review of the device history record for this specific lot could not be performed because there was no lot number available associated with this complaint. Upon release, every lot is reviewed and certified to have met all specification requirements. Biocompatibility testing was conducted as part of the initial qualification of this device and was determined to be nonimmunogenic. Although it could not be concluded that this device caused or contributed to this event, it has been determined to be reportable pursuant to 21 cfr 803 due to the reported adverse event. As such, we are submitting this medwatch report. The information contained herein is being provided to FDA to comply with regulations relating to medical device reporting and is based on information submitted by others that may not be factually correct. This submission does not constitute a determination or admission that a device has malfunctioned or that a device is related to a death or injury.

Event description:
A retrospective chart review post market clinical follow-up study reported that an foreign body reaction was observed with a possible association. Clinical management included additional surgury resulting in a partial recovery. The procedure was carried out despite the presence of an infection, which is a known risk factor. The device was removed.